Event description:
The customer reported nonreproducible troponin I (accutni+3) results were generated by an access 2 immunoassay system. The customer stated the instrument generated an elevated accutni+3 result for one patient sample that did not match a previous result; the sample was retested on an alternate access 2 immunoassay system and lower accutni+3 results were obtained. The customer retested all patient samples on the alternate access 2 immunoassay system and istat and identified two additional patient samples for which nonreproducible accutni+3 results were generated. This MDR reports the accutni+3 results generated on (B)(6) 2014 for one patient sample. There were no erroneous results released from the laboratory; there were no reports of impact to patient treatment in connection with this event. The customer later reported the instrument generated discrepant thyroid stimulating hormone (tsh) results for three patients, which were discovered when the customer sent patient samples to be tested at an alternate facility. The customer did not provide any further information such as alternate facility, method, or results and is unsure of any change to patient treatment in connection with discrepant tsh results. The customer did not provide any patient data or calibration data for review; while on site, the field service engineer (fse) collected the archived data file from the instrument. System check, calibration, and accutni+3 quality control (qc) results prior to this event were within specifications. Patient samples were collected in plasma tubes and spun for five minutes at 4200 rpm.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse was not able to return the instrument to specifications. After contacting the district manager (dm), it was determined that the operation of this instrument would be discontinued and the instrument would be replaced. Associated MDR: 2122870-2014-00525. (B)(4).